Manufacturer narrative:
Corrected information: related report number.

Event description:
It was reported via attached voluntary medwatch report # (B)(4) balloon detachment occurred requiring intervention. The target lesion was located in the left anterior tibial artery. 3.0mm x 150mm x 150cm sterling sl was advanced for dilation. During the procedure, it was noted that the balloon was broken in the artery requiring surgical cutdown to retrieve the balloon. The procedure was carried out under continuous fluoroscopic guidance, and it was confirmed that the balloon was completely removed from the artery. The procedure was completed using alternative method. There were no patient complications as a result of this event.

Event description:
It was reported via attached voluntary medwatch report # 4500150000-2026-8002 balloon detachment occurred requiring intervention. The target lesion was located in the left anterior tibial artery. A ,3.0mm x 150mm x 150cm sterling sl was advanced for dilation. During the procedure, it was noted that the balloon was broken in the artery requiring surgical cutdown to retrieve the balloon. The procedure was carried out under continuous fluoroscopic guidance, and it was confirmed that the balloon was completely removed from the artery. The procedure was completed using alternative method. There were no patient complications as a result of this event.

Manufacturer narrative:
Corrected information: related report number investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported via attached voluntary medwatch report # (B)(4) balloon detachment occurred requiring intervention. The target lesion was located in the left anterior tibial artery. A ,3.0mm x 150mm x 150cm sterling sl was advanced for dilation. During the procedure, it was noted that the balloon was broken in the artery requiring surgical cutdown to retrieve the balloon. The procedure was carried out under continuous fluoroscopic guidance, and it was confirmed that the balloon was completely removed from the artery. The procedure was completed using alternative method. There were no patient complications as a result of this event.